Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an implanted impella cp pump experienced positioning complications during patient support due to the presence of a recent transcatheter aortic valve replacement. The pump was removed and a new pump was placed under fluoroscopy and an echocardiogram for optimized positioning. There was no patient harm.